Event description:
It was reported that the patient was trying to get a hold of their manufacturer representative because they were having problems. The patient wanted help to check their device and their manufacturer representative gave them their phone number and said to call anytime. The patient never had therapeutic effect and their family member tried calling the manufacturer representative and was unable to get a hold of them. The patient had been having problems since (B)(6), but later stated that the issue began since the time of the implant and the device worked on and off. It had been gradual and it had been worse today. The patient couldn¿t get it to stay on a program and they were urinating and it just poured. It got the patient nervous and upset when they were offered assistance with using the patient programmer and they had their family member to help. The patient would rather meet with their manufacturer representative. The patient mentioned that they had 13 surgeries and these were not related to their device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0errg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).